Event description:
It was reported that a user who had recently started on the ilet experienced nocturnal hypoglycemia to 50 mg/dl, treated with oral carbohydrates including orange juice, part of a protein bar, and an english muffin with peanut butter, followed by hyperglycemia that peaked at 305 mg/dl and later declined to 193 mg/dl; the user received device low alerts and no medical intervention or assistance. Symptoms included low blood glucose without loss of consciousness or other immediate effects. Outcomes included transient hypoglycemia and subsequent hyperglycemia without hospitalization. Investigation included troubleshooting and user education regarding management of low glucose and verification of insulin delivery, though confirmation of insulin in the tubing was deferred at the time. Investigation of this case revealed a cause that remained unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.